Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2020 regarding a patient receiving dilaudid (30mg/ml at 16.485 mg/day), baclofen (120mcg/ml at 65.94mcg/day), bupivacaine (32mg/ml at 17.584mg/day), and clonidine (400mcg/ml at 219.8mcg/day) via an implanted infusion pump. It was reported that the patient presented to the emergency room (ER) with withdrawal symptoms. Upon interrogation, the pump had been empty since (B)(6) 2020 at 2:39pm according to the logs. The patient had heard the pump critically alarm since then, but did not reach out to their managing physician. The managing physician was on their way to the ER to fill the pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020. It was reported that the managing hcp was contacted when the representative reached the ER and the hcp spoke with the patient over the phone. The hcp told the representative that the patient had agreed to come into the office the next day ((B)(6) 2020) to be refilled. The representative tried to follow-up with the patient by leaving voicemails, but had not heard back to verify that the pump was refilled as planned. The representative had not received a response from the hcp or the patient.